Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was returned for analysis; however, it was inadvertently discarded at the manufacturing facility prior to evaluation. A suture break can be caused by a number of factors including, but not limited to: user technique, patient anatomical conditions or manufacturing. The suture may break if the user applies too much tension while pulling on the limb suture during plunger and needles removal from the device body. Patient anatomical conditions may also affect the reported suture break. As the suture moves through the tissue upon deployment, extraneous tissue may bind suture at knot thereby preventing smooth extraction that could lead to the suture break. However, no information except for no arterial calcification was reported. No relevant information about user technique or patient anatomical conditions were provided that could have been evaluated as a contributing factor. Prior to manufacturing, every suture component is inspected for damage and lot testing is performed prior to being released for manufacturing use. The lot of suture used in the build of proglide lot 030176h was accepted for use. There is no indication the suture component influence the suture break. A definitive cause for the reported suture breakage could not be conclusively determined; however, it does not appear to be related to a manufacturing quality deficiency. A query of the complaint handling database revealed no other incidents reported for a suture break from this lot. A review of the device history record did not reveal any relevant non-conforming material record associated with this lot. There does not appear to be an indication of a lot specific product quality deficiency. During manufacturing, suture strength is tested, assembled and loaded into the device. In addition, sampling of finished devices is destructively tested to verify the functionality of the device.

Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified common femoral artery after an interventional procedure using a proglide device. Reportedly, a device suture breakage occurred during implantation. The device was removed from the patient's body and manual arterial compression was applied to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.